Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 package was opened and the silicone on the jaws was soft and sticky. A string of gooey material went from one jaw to another. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted and no gooey material was observed between the jaws of the device. Also the silicon appeared to be normal. A second investigator also performed investigation on device . The silicone felt normal and no foreign material was found between the jaws. Based on the condition of the device as returned and the evaluation, the reported complaint "foreign material present in device" was not confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 package was opened and the silicone on the jaws was soft and sticky. A string of gooey material went from one jaw to another. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 package was opened and the silicone on the jaws was soft and sticky. A string of gooey material went from one jaw to another. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.